Event description:
Customer reported that they are having issues with the insulin pump. Customer states that the insulin pump is alarming battery out even after they changed the batteries. Furthermore, the contacts are missing on the battery cap. The blood glucose reading is 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.